Manufacturer narrative:
2011158-2016-00051 is associated with argus case (B)(4), biotene original oral rinse.

Event description:
She swallowed two cups of the product [accidental device ingestion]; she was feeling sick [sickness]; had thrown up [vomiting]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse ((B)(6))) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse ((B)(6)). On an unknown date, an unknown time after starting biotene original oral rinse ((B)(6)), the patient experienced accidental device ingestion (serious criteria gsk medically significant), sickness, vomiting and accidental ingestion of drug. The action taken with biotene original oral rinse ((B)(6)) was unknown. On an unknown date, the outcome of the accidental device ingestion, sickness, vomiting and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion, sickness and vomiting to be related to biotene original oral rinse ((B)(6)). Additional details, adverse event information was received on (B)(6) 2016. Consumer reported that she swallowed two cups of the product. She was feeling sick, and had thrown up. She did not want to provide any further information.